Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported, "when accessing the patient's line to administer medications, I noticed the vest was wet and when I flushed the line, the saline squirted out of a small hole above the triangle of the cvc." As a result, the patient underwent an additional procedure to remove and replace the catheter.